Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Confirmed via MRI. Device remains implanted.

Event description:
Healthcare professional reported rupture confirmed via MRI. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed surgical damage. Missing shell assessed as inconclusive. No other observations observed.

Event description:
The device has been explanted.